Event description:
The pt reportedly was unable to hear while using their sound processor. The pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery. To explant the pt's c1 device has been scheduled.